Event description:
It was reported that, when trying to measure impedance right after the implantation, communication with the device was lost. On the clinician programmer, the error message "hardware/software failure" appeared. The physician was able to reconnect later with the same programmer. The ipg (implantable pulse generator) seemed to be fine. There was a suspected emi source in the room the measurement was done in. As a result of the event, the ipg was reprogrammed. The issue was resolved, but the cause of the issue was not determined. Patient status at time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).